Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. This homechoice device received a returned instrument testing evaluation (rite). This evaluation included electrical and functional testing of the device. Internal and external visual inspections found no issues. A rite failure was found, (display verification-missing pixels), and will be captured through (B)(4). The root cause of the reported issue was determined to be use error, tidal total ultrafiltration removal was set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 00:02:59. During night drain cycle four, the patient's ultrafiltration reading was 1557ml, indicating the home patient (hp) drained 1557ml more than their maximum programmed fill volume of 2400ml. No additional information is available.